Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that this complaint is also being handled through smith and nephew's legal team; any responses to these queries are not immediately available to the members of smith and nephew's complaint/regulatory team and are not expected to be available for several months. This is due to the delivery time frame of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew. The smith and nephew legal team has confirmed that once any additional relevant complaint information is received, it will be provided to the complaint/regulatory team, at which point the complaint will be reopened for investigation. Therefore, a clinical assessment cannot be performed at this time. A review of the risk management file and instructions for use documents identified potential failures that could lead to the reported event. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records for the listed batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of the reported event could include joint tightness or inflammation. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to pain.